Event description:
The reporter contacted lifescan (lfs) customer service in 2009, alleging that the patient's onetouch ultralink meter started to have missing results from the memory after the meter was "reprogrammed" by medtronic, the manufacturer of the insulin pump that communicates with the subject meter. She also claimed that the patient developed symptoms after the reported issue occurred. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The reported issue first occurred at 4pm in 2009. Approximately 1 week after the reported issue began (5pm), the patient reportedly developed symptoms of vomiting, dizzy, nausea, "ketones," and nosebleeds. The reported memory issue does not inhibit the patient's ability to test her blood glucose levels; however, it is unknown if and how the reported issue affected the patient's diabetes routine. It was noted that the patient administered self-treatment with lantus and more "fluids" at the same time as the onset of her symptoms. No blood glucose result or other forms of treatment were reported. According to the troubleshooting performed with customer service, the reported memory issue was not resolved. Replacement products were sent to the patient. It is unclear how the reported memory issue affected the patient's normal diabetes routine. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. However, based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the reported memory issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.